Event description:
The reporter obtained back to back (rapid succession) blood glucose results of 338 and 200 mg/dl. She stated that she was feeling light-headed. The reporter stated that she was using alcohol to clean her meter and did not use control solution.